Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: g4, g7, h2, h6 and h10. Olympus endoscopy support specialist (ess) observed the reprocessing methods of the evis exera ii duodenovideoscope at the user facility. Observations noted all steps were completed, but not in the correct sequence so some minor adjustments were made to the process. Ess also provided a new poster for better visualization of the cleaning process. Based on the investigation results and the device evaluation, we presume the following causes of the microorganism detected. User¿s cds process is varied from recommended process in IFU; contamination possibly occurred in microbiological testing; and/or insufficient reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer requested the device be returned without repair.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation was unable to duplicate the user¿s complaint. The instrument channel and suction channel were examined using a borescope; no foreign materials or stains were observed on both channels and from forceps elevator. There are no signs of discoloration on the exterior components of the video scope. The bending section cover is leaking from a pinhole near the distal end side. The device failed the leak test due to a cut on the bending section. As part of our investigation of this report, an olympus endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary.

Event description:
The service center was informed that the scope cultured positive for coagulase-negative staphylococci and bacillus after reprocessing. The sample was taken from the scope¿s channel. The scopes are routinely cultured monthly. The facility reportedly followed the miu method for testing the scope. The scope was reprocessed again on september 15, 2020 and then re-cultured. The culture results at this time are unknown. After culturing the scope was isolated and not used in any procedure. The user facility reported that the scope was not used on a patient with a known infection of the same organism. No patients were cultured and no patient infection occurred. The scope was not eto sterilized.